Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery alert and had damaged. Customer's blood glucose was unknown mg/dl. The customer stated that she is changing battery every week and it last only a couple of days. The customer reported that there is hair line fracture on the reservoir chamber, top and bottom. The customer stated that there is scratches on her screen that make it hard for her to see and it is rewinding slower. The customer got disconnected before it can transfer.